Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement needed. Product works as intended. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 4/5/2017 in a follow-up call in order to ensure the customer's condition since the initial call; paramedics arrived and ran a blood glucose test with a result of 105mg/dl and she felt little better. Customer ate a meal right before paramedics came. She is no longer experiencing symptoms and she was not hospitalized.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is undisclosed. The customer reported symptoms of feeling hypoglycemic, tired and disoriented. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history: lo (B)(6) 2017 08:59 am fasting: yes. Customer called that she felt sick and that she felt very tired. Customer was acting disoriented and wanted to go lie down. Customer stated that she would accept an ambulance then she hung up the phone. Customer service rep sent the ambulance to patient.